Manufacturer narrative:
(B)(4).

Event description:
The patient reported shocking. Therapy was confirmed to be on with the patient programmer (pp). No trauma/falls were related. This was occurring when she would sit. There was pain when sitting and sometimes there¿d also be shocking at the tailbone. This had occurred suddenly in 2015-sep. It was noted that the patient had fallen onto her tailbone prior to implant. The patient also experienced rectal leakage. This was not related to any trauma/falls or positional movement. The patient increased stimulation on the day of this call and was going to monitor symptoms. This had been noted to be sudden. It was not getting on her clothes or underwear and she was not sure if she smelled, but she would notice it when she would wipe after not having a bowel movement. This had begun in (B)(6) 2016. The patient was going to follow-up with their healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.